Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the implantable cardioverter defibrillator (ICD) exhibited possible elect romagnetic interference as emi was noted on both the atrial and ventricular channel, and ventricular and atrial oversensing was noted on both electrograms (egm). The ICD remains in use. No patient complications have been reported as a result of this event.